Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced for the dependent patient. There were no patient consequences.